Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two unknown variable angle locking screws. Part and lot numbers were not provided by the reporter. UDI# is unavailable. Date of implant is unknown but was reported as approximately six months prior to the date of this report. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The subject device was reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient broke his foot on an unknown date approximately six months prior to the date of this report and was implanted with two variable angle locking plates and an unknown quantity of unknown screws. It was noted on x-ray that two variable angle locking screws broke. The patient underwent surgery on (B)(6) 2015 to remove the two plates and unknown screws. It was reported that patient was not further revised, no surgical delay was reported, all broken screw fragments were explanted and that procedure was successfully completed. The patient is reported to be severely obese--weighing over 300 pounds. The patient's postoperative/status outcome was reported as "good". This report is for two unknown variable angle locking screws. This report is 1 of 1 for (B)(4).